Event description:
Drive medical was notified of an incident involving a rollator by the end user who reported that a leg broke during use causing the end user to fall. The end user was evaluated at the emergency room and diagnosed with a mild concussion and bruises. As part of its complaint review and evaluation process, drive medical will also notify the manufacturer of the product about this complaint.